Manufacturer narrative:
Corrected g4, h6(methods. Results, and conclusion), h10. Review of the pump module service history showed the device had a manufacture date of 06/26/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/14/2020 and indicated that this device has not been previously returned for repair. Review of the qn database was performed beginning from the date of manufacture through present. The database showed no quality notifications were opened for the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.